Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was having high blood glucose. Customer's blood glucose was 358 mg/dl at the time of the incident and currently 409 mg/dl. Customer changed out the set and her blood glucose was still going high. Customer stated that the drive support cap was flush. Customer found air bubbles seem to be in the line. Customer stated that the cannula had a small curve but nothing out of the ordinary. Customer's settings and programming were reviewed and customer stated that they were correct. Customer changed the set yesterday and went to bed fine. Customer woke up this morning with a blood glucose of 358 mg/dl. Customer change out everything again but was not feeling well. Customer then took a manual injection. Customer changed out her tubing, reservoir, and infusion set. It was found that the customer was essentially locking her keypad.